Manufacturer narrative:
The service engineer confirmed the battery failure error through operational checks as well as the presence in the event logs. The service engineer replaced the battery and testing was performed. All testing passed.

Manufacturer narrative:
Report date: 22sep2021. Reporter phone number: (B)(6).

Event description:
It was reported that the ventilator alarmed "battery failed". The ac power supply was plugged in, meaning that no usage issue was present. The ventilator was on a patient at the time of the issue. There was no delay to therapy or medical intervention reported due to the failure.